Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed it was functionally okay. The output was tested at the cut end of attached returned lead, and good, stable output was observed on each electrode pair. Final analysis of the proximal end of the lead revealed it was okay, but it was cut through. The cut was suspected damage from explant.

Event description:
The health care professional stated the pt had an initial response from the device, then the pt had a lack of response. The pt could always feel the stimulation, and the battery was "okay" a MRI/x-ray/CT scan was performed on (B)(6) 2008, and the results showed the lead was in position. The device was reprogrammed multiple times. The stimulator and lead were explanted, and the pt recovered without sequela. The hcp noted the pt may have had a strong place to effect during the trail period before permanent implant.